Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Possible under delivery anomaly not confirmed. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. Device and test transmitter or sensor calibrated successfully. Device was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the device without any issues. No sensor glucose vs blood glucose anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings. The customer's blood glucose was 209 mg/dl at the time of the incident. The customer alleges her blood glucose went up because the insulin pump was under delivering insulin after an incorrect alert on low. The customer first received an alert on low when her blood glucose was 60 mg/dl and had juice. The second alert on low occurred when the customer's blood glucose was 209 mg/dl, which they consider high. The customer declined troubleshooting for the high blood glucose. The customer also reported sensor issues. The insulin pump and reservoir will not be returned for analysis.